Event description:
Follow up revealed the patient's infection has resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient's cultures from the lead sites were positive for staphylococcus. The patient was prescribed an oral antibiotic.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient received two leads from the same lot number. It was reported the patient's lead sites (peripheral placement, off label use) have opened up and are draining. The physician explanted the leads and a culture was taken.